Event description:
Vented ccu patient arrived with a new ventilator model deemed MRI safe. MRI staff were assured by respiratory therapist (rt) that it was MRI compatible. During patient set-up for the MRI exam, the ventilator was placed too close to the magnet and was violently attracted, causing minor damage (cosmetic) to the MRI machine, and seemingly severe damage to the ventilator. Rt was able to remove device from the magnet, but it was clear that it could not be used for this case. Pt was manually bagged until the "old" MRI compatible vent was made available. In this case, the pt was not injured. Item was immediately removed from the scan room, and exam was completed.

Manufacturer narrative:
The eval analysis was performed by a versamed rep. It was observed that the device was placed approx 3 feet from the magnet. The training course and the primary device labeling specifically state that the machine should not be placed closer than 1.5m from the magnet. The ventilator arrived at the facility on 06/16/2006 for a full technical evaluation. Our technicians observed that the cooling fans and motors sustained damage due to exposure to a higher than approved magnetic field. After re-evaluating product labeling, it was concluded that the operating instructions relating to the minimum distance required between the ivent201 and the MRI equipment should be redundant and should be posted in multiple places on the ventilator and the stand for the ventilator. As a corrective action plan, the current labeling was revised as follows: adding additional MRI labeling - a laminated card will be attached to the ventilator handle with a duplication of instructions contained in the operator's manual. The laminated card uses appropriate graphical illustrations to help the user understand the wording contained in the operator's manual. The MRI card also includes a requirement to lock the ventilator wheels to prevent inadvertent movement should someone tug or pull on the ventilator's pt circuit. An additional caution sticker will be placed on the foot of the ventilator cart with specific instructions to lock the wheels and keep the ventilator on the far side of the 100 gauss line.